Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 733 mg/dl. Troubleshooting revealed several no delivery alarms. Also, the customer was not using the bolus wizard feature correctly. The insulin pump passed the prime test. Nothing further was reported.